Manufacturer narrative:
(B)(4). Approximate age of device - 1 year, 2 months. A full evaluation of the device could not be conducted as the device remains in use. A correlation between the device and the reported stroke could not be conclusively determined. The instructions for use list stroke as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6). It was reported that the patient experienced a frontal ischemic stroke, which was confirmed via the computed tomography scan. The patient was started on medical management for the stroke and is reportedly improving but expressive aphasia deficits currently still exists. The pump was reported to be functioning as intended. No additional information was provided.